Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she had suffered a hypoglycemic event due to a cgm inaccuracy. Patient reports that his cgm/bg values at the time of his episode were 119/44 mg/dl. Patient became disoriented and a classmate called paramedics. Paramedics treated patient with glucose gel but patient did not require hospitalization. Patient states that he was using excedrin migraine, an acetaminophen containing product. Acetaminophen is a cgm contraindicated product. At the time of his call to dexcom technical support patient was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.